Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. An obese pt underwent incarcerated incisional hernia repair with a composix kugel mesh. The pt has a past medical/surgical history significant for diabetes, smoking, diverticulitis, hysterectomy and five c-sections. The pt presented at a post-operative office visit with abdominal pain and wound drainage. During the (B)(6) 2008 surgery, the "mesh was cut through in the midline along with the fascia", there was a lysis of adhesions and enterotomies were made and repaired. It was also noted that "the mesh was left as such and was not removed as it was well incorporated in the tissue and the hernia was controlled with the mesh remarkably." Currently, it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's previous medical/surgical history may have affected the alleged event. The pt reportedly developed adhesions and seroma which are listed as possible adverse reactions in the product's instructions for use. The medical records note that the mesh was cut through in the midline, the product's IFU states "do not cut or reshape the bard composix kugel hernia patch, as this could affect its effectiveness. Care should be taken not to cut or nick the pet recoil ring." The product is still implanted and therefore no product has been returned for evaluation. A review of the mfg records and sterilization records was performed and there was no evidence of a mfg related cause for the reported event. Based on info provided, no conclusions can be drawn.

Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2008, the pt underwent open repair of an incarcerated incisional hernia with a composix kugel mesh. On (B)(6) 2008, office visit, the pt presented with wound drainage, normal bowel movements, was admitted to the hosp, put on IV antibiotics and referred for surgery consult. On (B)(6) 2008, office visit, pt presented with complaints of abdominal pain, no redness or obvious infection. On (B)(6) 2008, the pt underwent low anterior resection of the colorectal with end to end anastomosis, mobilization of splenic flexure, lysis of adhesions, enterotomies were made and repaired.